Event description:
This catheter was being utilized for a pulmonary arteriography procedure when it blew out at the hub during a 20ml power injection of hexabrix. The power injector was believed to have reached approx 400 psi for a maximum during this incident. There was no reported injury to the pt. Note: the actual catheter used during this incident was discarded and will not be returned for eval.